Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vtich12.1; +3.0/+5.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. It was reported the patient now has low vaulting with rotation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - it was reported that on (B)(6) 2022 the lens was explanted and later on this same date a replacement lens of longer length was implanted and the problem was resolved. Claim#: (B)(4).